Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The implant date and the re-intervention date were requested, but not provided. The device remains implanted, so an engineering evaluation could not be performed. The IFU includes the following precautions, among others: at least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture for chordae tendineae repair or replacement. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot.

Event description:
It was reported to gore that a cardiac surgeon and his team describe a stretching of around 1 cm of the gore-tex® suture post intervention in a patient who underwent mitral plasty, a few days earlier. It was reported a re-intervention was required. It was reported the suture was not removed, a re-intervention was performed to shorten and secure the knots that were distended/enlarged.